Manufacturer narrative:
Follow up report. (B)(4). Updated: b4,b5,d2,g1,g3,g6,h1,h2,h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). D6: implant date between (B)(6) 2015 to (B)(6) 2022. D10 unknown screw x10, item unknown, #lot unknown. Therapy date: unknown. G2: foreign source: canada. Report source: mercier, m. R., broderick, j. M., hibberd, c. S., russell, s. P., halai, m. M., atrey, a., nauth, a., & khoshbin, a. (2025). Failure of the noncontact bridging periprosthetic plating system: a single-institution experience. Arthroplasty today, 34(101753), 101753. Https://doi.org/10.1016/j.artd.2025.101753. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
On (B)(6) 2025, a journal article was retrieved from arthroplasty today (2025) that reported a study from toronto, canada. A retrospective chart review was conducted of all open reduction internal fixation procedures using the ncb plating system for periprosthetic fractures following a total joint arthroplasty that were performed at a single tertiary academic trauma center from 2015 to 2022. The study reviewed 44 patients. Cases involving mechanical failure of the ncb plating system were subsequently selected for review. The study population had a mean age of 82.7 ± 7.8 years at time of surgery; (7 males/37 females). It was reported a 86-year-old woman (bmi 35.2 kg/m2), who presented with a vancouver b1 interprosthetic fracture following a mechanical fall. A 18-hole ncb periprosthetic distal femur plate was placed. Three cerclage cables were used to reduce the fracture, and subsequently an 18-hole ncb periprosthetic distal femur plate was placed. Fixation was obtained via 6 screws proximally (4 unicortical, 2 bicortical) and 4 screws distally. Three bicortical screws were also passed across the fracture and a single cerclage cable was placed around the femur and plate using an ncb locking plate cable button. 4-months post-op the patient reported pain and no longer able to bear weight. Xrays showed nonunion with varus deformity of the plate with bending. The plate was removed and replaced with a competitor distal femoral locking plate. Tissue samples sent to pathology, one of 5 tissue samples demonstrated a very light growth of cutibacterium acnes and the patient was given an extended course of antibiotics. Attempts have been made and additional information on the reported event is unavailable at this time.